Event description:
Caller reported a cartridge alarm issue with the pump. There was no adverse impact to the customer's blood glucose level. Customer service confirmed the problem by noting consecutive cartridge alarms and decided to replace the malfunctioning pump. The customer was advised to switch to manual daily injections as a backup therapy. The replacement pump, equipped with the latest software, was sent to the customer. The customer was given detailed instructions on how to return the faulty pump to avoid charges and how to set up and connect the new pump, all of which the customer acknowledged and understood.